Event description:
New information received states that patient presented in clinic on (B)(6) 2018 and the device pocket was bleeding. Large pocket hematoma was noted and there was no infection identified per hospital records. The physician evaluated the pocket and the patient was sent to emergency for further evaluation and admitted for pocket revision.

Manufacturer narrative:
Analysis was normal. No anomalies found.

Event description:
It was reported that the device was explanted due to pocket infection and hematoma. There is no known allegation from a health professional that suggests the infection was related to the device. The patient was stable. No further information is available at this time.